Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed in early 2008. According to the complainant, the device leaked and the locking adapter was found to be chipped approx 3 weeks after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. A visual examination of the returned device confirmed a crack in the locking mechanism; the cause is undetermined.